Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported an irritation in between the shoulder blade. The area is described as red and itchy, and that it developed into blisters. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a steroid cream by a physician. Patient reported that the irritation has improved.